Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, a gore-tex® suture (p6k23j/15061839j) was used in dental surgery. It was reported that during the tying of a knot, a small knot was found on the thread. The thread broke at the small knot as the suture was pulled. Another suture was used to complete the procedure. No health hazard was reported.